Event description:
It was reported that the pump touchscreen display was missing pixels that affected the customer's ability to interact with and/or read the pump screen. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.